Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh, avaulta anterior biosynthetic and avaulta posterior biosynthetic were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy with left salpingectomy, anterior colporrhaphy, and posterior colporrhaphy due to pelvic organ prolapse, stress urinary incontinence, cystocele, and rectocele.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic lysis of adhesions and hernia repair on (B)(6) 2012 due to pelvic pain, umbilical hernia, and pelvic adhesions.

Event description:
It was reported that patient underwent laparoscopic lysis of adhesions and hernia repair on (B)(6) 2012 due to pelvic pain, umbilical hernia, and pelvic adhesions.